Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device from the customer.

Event description:
The customer stated: :claims the dump solenoid is making clicking loud sounds while performing the driver displacement indicator calibration. The unit was not on a patient." Technical support instructed the customer to check the voltage to the solenoid and it was reading 23.7 volts dc, but when the problem occurs this voltage is very erratic. Technical support provided the part number for the solenoid.